Event description:
It was reported that the cartridge was not fitting properly on the pump, which caused the customer's blood glucose to exceed 500 mg/dl, although the exact value was unknown and displayed as "high." The customer had difficulty administering a correction due to the issue but attempted to change the site. Technical support assisted by advising the customer to remove the case from the pump, inspect for housing damage, and clean the pneumatic tap area after removing debris. The customer successfully reloaded the cartridge and resumed insulin therapy.